Manufacturer narrative:
A visual inspection of the returned product found a torn haptic. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon was inserting a three piece collamer lens, model number cq2015 and the lens haptic tore. The lens was removed and another lens was inserted without patient injury.